Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. Customer stated a cartridge would be reloaded onto the pump following the call with tandem technical support.